Event description:
It was reported that the customer was at the hospital and the nurse needed help using the bolus wizard. Nurse was walked through the bolus wizard and doing a bolus. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.